Manufacturer narrative:
(B)(4). The customer reported a flickering display. There is no reported negative pt impact. The device was evaluated by a philips field svc engineer and the symptom was verified. The issue was localized to a processor pca failure. The processor pca was replaced to resolve the issue. The device remains at the customer site. We are considering this a malfunction of the processor pca.

Event description:
The customer reported a flickering display. There is no reported negative pt impact.